Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 analytical unit. The customer stated that the patient sample initially resulted in an anti-hcv value of 3 coi (reactive) and it repeated as 3 coi (reactive). Specific raw data was provided for an anti-hcv value of 3.4 coi (reactive). The sample was repeated using the abbott anti-hcv method on (B)(6) 2025, resulting in a value of 0.11 s/co (non-reactive).

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration data from (B)(6) 2025 was within expected ranges. The investigation is ongoing.

Manufacturer narrative:
Calibration data provided from after the event was within expected ranges. Quality controls were within expected ranges. A review of alarm trace data showed no relevant alarms. Instrument checks were acceptable. False reactive results may occur in elecsys anti-hcv ii, as the labeled assay specificity is < 100%. All initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. Confirmation is via supplemental methods. If one or both measurements remain borderline the analysis of a follow-up sample is recommended. Or diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys anti-hcv ii assay performs within specification.